Manufacturer narrative:
This complaint included known side effects. No new risks were identified. Incident is not due to any device failure or malfunction.

Event description:
Physician reported patient had lower limb weakness four days after treatment. It is unknown how long this side effect persisted.